Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ ae: minor paralysis (flattened nasolabial fold, asymmetry on smiling), motor function-left arm drift, motor function-right leg drift. It was reported that during the index procedure in the lica, after the stent was placed, and post dilation had taken place, the pt was not obeying commands appropriately and had difficulty moving her right extremities. The pt was diagnosed with cva. This was reported to result in prolonged hospitalization, and the pt was discharged 5 days later to a rehab facility/skilled nursing home. Study event.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or distributor.